Event description:
It was reported that during a sleeve gastrectomy procedure, on the 7th firing, 2nd stroke, the device locked out. The surgeon pushed the red knife reversal switch and with the help of another surgeon was able to get the knife blade to retract by pulling the firing trigger. Although it was difficult, they were able to get the jaws open and they stopped using the device. Another device was used to complete the procedure. They were using buttressing material and this was a procedure that followed the removal of a gastric band. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.